Event description:
A customer reported their battery pack will not stay latched in their AED. They reported this did not occur during patient use.

Manufacturer narrative:
The customer reported that the battery latch would not properly retain the battery within the unit. The device was returned and evaluated. The reported issue could not be confirmed and the cause of complaint is not known.